Event description:
The customer reported that they had questionable results for a total of ten patient samples tested for n-terminal pro b-type natriuretic peptide (probnp). The results for these patient samples did not match patient records. Of the ten patient samples, two were found to have erroneous results. Of the two patient samples that had erroneous results, one sample had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 56 pg/ml. The sample was repeated and resulted as 117 pg/ml, which was reported outside of the laboratory. The sample was repeated a second time, resulting as 138.5 pg/ml. The patient was not adversely affected. The probnp reagent lot number and expiration date were asked for, but not provided. The customer investigated the issue and determined that the issue may have been caused by a possible sample mismatch due to a handling error. The customer found that the routine assay rack which had been used for this event had a different rack ID. The routine assay rack having the different number indicated that the operator may have mismatched the samples by using the wrong rack for testing. Since the patient samples were already discarded by the customer, another measurement for the affected samples could not be done.

Manufacturer narrative:
This event occurred in (B)(6).